Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the device was observed to be oversensing pre-ventricular contractions. Programming changes were made and the patient is stable after the changes.